Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2023).

Event description:
It was reported that during an angioplasty procedure, the device allegedly leaked. It was further reported that the catheter was discolored and unable to deliver over guidewire. There was no reported patient injury.

Event description:
It was reported that prior to an angioplasty procedure, the balloon of the device allegedly detached and leaked. It was further reported that the balloon had incompatibility issue and catheter was allegedly discolored. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one device was returned for evaluation. The device was visually evaluated and the inner guidewire along with the marker bands was noted to be missing in the returned sample. The length of the returned device was measured. The detachment was noted to be from the proximal glue joint under magnification. No further functionality testing could be carried out due to the condition of the device. One electronic photo was reviewed. The photo shows the distal end of the device with the balloon protector noted to be over the device. Based on the photo review, no failure mode confirmations could be made. Therefore, the investigation is confirmed for device detachment as the distal portion of the device was noted to be missing. The investigation is also confirmed for the material discoloration as the inner lumen was noted to be missing from the device. The investigation is inconclusive for the reported leak and device incompatibility, as no functionality testing could be carried out due to the condition of the device. The device detachment most likely contributed to the reported material discoloring. The device detachment most likely contributed to the reported device leak as well. However, the definitive root cause for the reported device incompatibility, device leak, material discoloration and identified device detachment could not be determined. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4(expiry date: 02/2023),g3,h6(method). H11: b5,e1,h6(result and conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.